Manufacturer narrative:
Customer complaint of pacemaker found in backup mode was confirmed. Device was received in backup mode with battery level within the normal range. Device image was severely corrupted and no data could be retrieved. Analysis of device was performed after reloaded product code, including cold temperature soak to stress the device, no anomaly was noted. The cause of code corruption could not be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that an implantable pacemaker failed to interrogate during device preparation for a future implant surgery. Device was switched out for another pacemaker. No patient was involved.